Event description:
The physician was attempting to deliver an endeavor resolute drug eluting stent to a lesion in the lad. The lesion was calcified, tortuous with 85% stenosis. The lesion was pre-dilated twice and 55% stenosis remained after the dilatation. It is reported that the device could not pass the lesion due to calcification. The device was inspected prior to use with no issue noted. Resistance was not encountered at the lesion. The physician concluded this event was not related to the device. No clinical sequelae reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Through analysis the hypotube was noted to be undamaged. The distal tip was frayed. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th and 11th proximal segments are deformed, the 11th and 12th distal segments are misaligned with slightly raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (55% stenosis, calcified and tortuous lesion). Inherent risk of procedure (stent deformation). Deformation issue (returned stent damaged). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure related to patient condition (55% stenosis, calcified and tortuous lesion). (B)(4).